Manufacturer narrative:
(B)(4).

Event description:
It was reported that the distal top of clancy 4.5 drill bit broke off in femoral tunnel. The drill bit tip stayed on the flexible passing pin and was removed with a snap. A backup device was available to complete the procedure. A short delay of less than 30 minutes was reported. There was no report of patient impact associated with this event.

Manufacturer narrative:
The 4.5mm flexible endoscopic drill was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The entire drill head has broken off where it transitions to the double helix. There are no material voids at the break area. Examination of the drill heads primary cutting edge showed they are dull and heavily burred. Dimensional and material condition was inspected and found to meet print specification. No root cause related to the manufacturing process can be established. User error could not be ruled out.